Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00400. Follow-up information indicated x-rays were taken prior to the explant and showed no lead migration. Also, the patient did not experience any weakness following the implant procedure, however the issue appeared over time. The physician indicated the patient appears to be doing better following the explant of the system.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00400. The patient had 4 leads (3 from lot ab2189 and 1 from lot ab2155) implanted as part of his axium neurostimulator system. It was reported the patient experienced a warming sensation in his upper body and leg weakness. Subsequently, the patient's system was explanted.